Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller was being supplied ac power on port one and a completely drained battery was present on port two when the patient experienced power switching. A loud audible alarm was heard with no indication of a visual alarm at the time of the event. The site exchanged the batteries and the controller continued alarming so the controller was exchanged. The site reports no further alarms occurred after the controller was exchanged. This event is not associated with any vad stop. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the controller was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the device passed functional testing and visual inspection. Log file analysis revealed that a controller power up event was logged on (B)(6) 2018, at 06:32:54. The logs recorded that the controller powered down at 00:37:53, indicating that the controller was without power for 5 minutes and 55 seconds. Internal logs revealed that at 00:37:23, the controller was connected to an ac adapter on power port one (1) and (B)(4) was connected to power port two (2) with 53% relative state of charge (rsoc). No alarms were recorded prior to the loss of power. Additionally, no anomalies were observed leading up to the loss of power. Furthermore, analysis of the data log files did not revealed premature power switching events. Based on the available information, the reported loss of power was confirmed. The reported "completely drained battery" was not confirmed through log file analysis, given that the logs recorded that (B)(4), connected to power port two (2), had 53% rsoc. The most likely root cause of the reported event can be attributed to a disconnection of both power sources. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller was being supplied ac power on port one and a completely drained battery was present on port two when the patient experienced power switching. A loud audible alarm was heard with no indication of a visual alarm at the time of the event. The site exchanged the batteries and the controller continued alarming so the controller was exchanged. The site reports no further alarms occurred after the controller was exchanged. This event is not associated with any vad stop. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned controller passed visual inspection and functional testing. If information is provided in the future, a supplemental report will be issued.